Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warming device was leaking at the bottom. No patient injury or adverse affects were reported.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5 and event date b3) d5 and e4 are unknown, no information provided to date. UDI section of d4 is unknown, no product information has been provided to date.

Event description:
Additional information was received which included the event date and there was no patient involvement. Event occurred during preventive maintenance.

Manufacturer narrative:
Device evaluation: one warming device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The device arrived very dirty, the water tank cover was broken on both the bottom left and right-side corners and the upper left side. The liquid crystal display (lcd) was broken as were the light emitting diodes (leds). The switch label was torn. There was no error code or event history log (ehl). Visual inspection revealed a broken water tank. The customer reported issue was confirmed. The root cause would most likely be attributed to over-tightening the screws. To correct the issue, the water tank cover was replaced. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2017-10-26 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: evaluation codes conclusion:d15 [4315] - cause not established c139471.